Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 55, 500, 440 mg/dl. Tests were done within 10 minutes with a differenece of 79%. Pt did not experience any adverse events. No further info has been reported.